Event description:
Pentax medical was made aware of an event which occurred in the united states involving pentax video colonoscope ec34-i10l sn: (B)(4). The customer stated suction channel blocked during procedure. Pentax medial performed good faith efforts to determine if there were any consequences of the blockage and the user stated that there was a delay in the procedure, however the delay didn't pose a risk to the patient and no medical intervention was required. The device was used to complete the procedure. Pentax customer service issued return material authorization (B)(4) for the return of the device for further evaluation. The device was returned to pentax medical service facility for further evaluation on service order (B)(4) where the incoming quality control inspector confirmed the user narrative. The inspector also found additional defects on the device. Inspection findings: aft suction tube clogged/blocked with organic debris passed dry leak test passed wet leak test air nozzle clogged hole in # 1 remote control button cover customer complaint confirmed insertion tube mild crush at stage 1 air delivery tube intermittent air function at distal end the device was repaired where all defects identified was corrected and returned to the user on delivery note# (B)(4). Parts to be replaced: o-rings and seals air/water nozzle collar water nozzle aft suction channel a review of the service history indicates that the device had previous service activities at pentax service facility since installation on (B)(6) 2015.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. There is a similar model ec34-i10l-us available for sale in the united states with a 510k #k131855. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.